Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned and the pacemaker was explanted due to noise for an unknown reason. No additional adverse patient effects were reported.